Event description:
The hemodialysis (hd) patient's nurse reported that during hd treatment the patient experienced an episode of loss of consciousness (loc) with a new onset of seizure activity lasting for 5 minutes while using a fresenius dialyzer. The dialysis treatment was stopped and the patient was treated with 200 ml bolus of ns. The patient was transported to the hospital and admitted with a diagnosis of increased heart rate and loc. The patient was discharged in stable condition and continue dialysis treatment with the use of a new dialyzer.

Manufacturer narrative:
A clinical investigation and medical assessment was performed. During a follow-up call, the dialyzer nurse stated that the patient continued treatment with a new dialyzer without any further problems. Per the fmc associate medical director, the event is possibly related to the dialyzer. However, the causality is not conclusive. Loc with seizure is not typical for a dialyzer reaction. The patient has been on dialysis for the past 3 years without any problems. Neither the lot number nor the sample was retained for further evaluation. The actual sample was discarded and not available for physical evaluation. A record review was performed on all lot numbers delivered to the patient during the last 3 months since the lot number was unknown. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.